Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that during the procedure the physician was unable to fully advance the lead. It was also note the lead was stuck inside the sheath, unable to fully extend the helix and abnormal bend. The lead was not implanted was replaced.